Event description:
It is reported that the surgeon inserted the polyethylene into the knee. After impaction, he deemed the medial side was not seating. He removed articular surface and inspected for soft tissue and cement. Neither was found and attempted to insert again with same result. He then requested a new implant which seated perfectly.

Manufacturer narrative:
This report will be amended when our investigation is complete.